Event description:
It was reported that there was low impedance, undersensing and unipolar impedance is higher than bi-polar impedance in the right atrial lead and high/unstable/unmeasurable threshold and high impedance in the right ventricular lead. Both the leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.